Event description:
Information was received from a patient's representative regarding an external device. The reason for call was on monday the caller noticed the 'charge your neurostimulator battery' warning screen on the recharger. The caller said they looked up the meaning of the screen using the recharger user manual, and they saw that it meant the neurostimulator was in a discharged state. However, the caller thought "neurostimulator" meant recharger, so they thought the recharger needed to be charged. Thus, the caller connected the desktop charger (dtc) to the recharger and let it charge monday, most of the day yesterday and last night, but they continued to see the 'charge your neurostimulator battery' warning screen. Agent reviewed that the patient will need to charge their implantable neurostimulator (ins) to clear the 'charge your neurostimulator battery' warning screen. The caller tried to charge the patient's ins during the call, but they were seeing the 'charge your recharger battery' warning screen. The caller confirmed the dtc was connected to the recharger, and they confirmed the power indicator led on the ac power supply was green. As the caller was unplugging the dtc from the recharger, they noticed the dtc cord was damaged near the connector and they could see exposed wires. Agent reviewed that the damaged dtc cord was likely why the recharger was not taking a charge, which in turn would not allow the patient to charge their ins. The issue was not resolved. Additional information received from the consumer reported it was unknown what led to the implant not charging, but the replacement device resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3:analysis of the 37761 recharger (rtm) (serial number (B)(6)) revealed bent connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.